Event description:
It was reported that "the stapler jammed when applied on the skin of the patient, there was a resistance during the trigger. There was no consequence for the patient. The stapler was changed for another from the same lot number with success".

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4). The customer returned one unit of 528235 visistat 35w 6/box for investigation. The trigger was returned partially engaged. There was biological material was observed on the device. The stapler was returned with zero staples remaining in the cover block, indicating that every staple was fired by the customer. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. The reported complaint of "jamming - resistance felt at trigger" was not confirmed based upon the sample received. The stapler was returned with no staples remaining in the cover block. For this reason, functional testing could not be performed, and the reported complaint could not be confirmed. The complaint could not be confirmed as manufacturing issue without functional testing as each stapler is fired three times and then 100% inspected for proper staple alignment at the manufacturing site. Additionally, a DHR review was performed with no evidence to suggest a manufacturing related cause. Teleflex will continue to monitor and trend on complaints of this nature. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that "the stapler jammed when applied on the skin of the patient, there was a resistance during the trigger. There was no consequence for the patient. The stapler was changed for another from the same lot number with success".